Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the brush head had been discarded.

Event description:
Brush head broke off and fell into mouth. No adverse event. Case description: a consumer, age and gender unspecified, reported via phone on 31-oct-2016 that while using an oral-b complete action power toothbrush, the oral-b cross action power brushhead broke off into his or her mouth. The reporter stated that he or she had the oral-b complete action power toothbrush for a long time, and had two oral-b crossaction power brushheads. The reporter did not have the brush head that broke off, and stated no damage occurred to the teeth. No symptoms developed.